Event description:
In 2009, the lay user/patient contacted lifescan (lfs) to report the one touch ultra meter would not power on. On july 29, 2009, the sr medical surveillance specialist spoke with the pt to obtain and verify information. For four days, the pt noted the reported meter would not power on and she was unable to test her blood glucose. During this time period, the pt took her usual meals and diabetes medications. Three days prior to original date, the pt replaced the meter's battery but the power issue was not resolved. On the next day at 3:15 am, the pt experienced the symptom of shaking, and she felt low. The pt administered self-treatment with juice, and felt better 30 minutes later. She did not seek any medical attention. The pt noted she has had previous hypoglycemic events. The pt takes the oral diabetes medications janumet (sitagliptin) and glipizide, and lantus insulin 20 to 22 units daily. Troubleshooting revealed the pt had used the incorrect battery for this meter. The meter, test strips and control solution were replaced. The pt had incorrectly replaced the meter's battery. The pt allegedly experienced symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose levels due to the meter power issue, and received treatment with juice to alleviate her symptoms. Therefore, this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.